Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's therapy pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is associated with the device delivering a monophasic shock instead of a biphasic one. As a result, the wrong defibrillation therapy may be delivered.